Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been returned and evaluated. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input on the disk knobs because of the physical damage. The yaw pulley was missing a piece approximately 0.19" x 0.08". The customer did not return the missing piece. The known common cause of this failure is mishandling/misuse. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument allegedly broke off and possibly fell inside the patient. However, at this time, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient. Based on an evaluation of the maryland bipolar forceps instrument, there is no indication that a malfunction of the instrument occurred as the damage to the instrument was determined to be due user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was cauterizing with the maryland bipolar forceps instrument, the insulation at the tip of the instrument was noticed to be broken. Per the customer the instrument was inspected at the start of the procedure. There was no report of patient harm, adverse outcome or injury. On 26-feb-2018, intuitive surgical inc. (Isi) contacted an operating room (or) nurse and obtained the following information regarding the reported event: the nurse stated that midway through the surgical procedure, the bedside assist noted that the instrument¿s insulation at the tip of the instrument was broken. The surgical staff then removed the instrument. At that point, the surgical staff confirmed there was a missing fragment from the ¿yellow insulation¿ part of the maryland bipolar forceps instrument. The staff looked for the fragment inside the patient and the floor of the or. The nurse confirmed that the alleged missing piece was tiny. She confirmed that there were no medical interventions rendered to look for the alleged missing fragment. It was reported that the planned primary surgical procedure was completed and there were no intra-operative complications experienced by the patient.